Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Ees (B) (4) provided the following: he indicated that the device was believed to be fired with a spent cartridge; the surgeon did indicate that the device was difficult to fire. The device cut but did not staple a branch of the pulmonary artery. Patient lost a few liters of blood and a thoracotomy was performed. The patient is currently fine. Ees associates spoke with the surgeon. The surgeon was firing the device on the first branch of the pulmonary artery, the device cut but did not staple. The surgeon was able to control the artery quickly and sutured. The patient lost 3 units of blood and required a thoracotomy. The patient is doing well. The surgeon believes that the scrub nurse handed him back the same device as she thought he had never fired it. The surgeon feels that the device force to break through the lockout is too low. He felt that he did break the device and did fire too hard, but the force to do so is too low. The surgeon did hear a click or snap when he fired the device, but at that point it was too late. Engineers discussed the lockout of the device with the surgeon. An inservicing is in the process of being scheduled. The surgeon believed that the device was going to a 3rd party for analysis, but unsure.

Event description:
It was reported that during a lobectomy procedure, the device was fired with one vascular reload across perforated branches of the pulmonary artery. The device was handled off, there was some miscommunication and the device was handled back with an already spent cartridge. The device was fired with the spent cartridge. The surgeon heard a weird noise. The device was able to cut without stapling. The patient was opened to gain control of bleeding. The patient had three units of blood. The patient is currently okay. (B) (6).